Event description:
Revision surgery for pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. One day after the primary the surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 june 2024 lot 2317945: (B)(6) items manufactured and released on 11-sep-2023. Expiration date: 2028-08-27. No anomalies found related to the problem. To date, 94 items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2401454: (B)(6) items manufactured and released on 26-jan-2024. Expiration date: 2029-01-13. No anomalies found related to the problem. To date, 75 items of the same lot have been sold with no similar reported event during the period of review.